Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that they were caused by excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the balloon had broken and leaked after it was installed. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is related to linked patient identifier (B)(6).